Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8711, serial#: (B)(4), implanted:(B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving prialt [2.5 mcg/ml] at a dose of 0.7891 mcg/day and dilaudid [12 mg/ml] at a dose of 3.788 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the catheter connector cracked when taking it off the existing pump that day (B)(6) 2017 intra-operatively during a pump replacement due to normal battery depletion. The existing catheter was revised with a catheter pump segment with sutureless connector revision kit. No symptoms were reported.

Event description:
Additional information was received from a company representative. The cause of the cracked connector that occurred when disconnecting the catheter from the existing pump was not determined during the procedure. The section was replaced.